Manufacturer narrative:
Analysis of the returned percuflex plus ureteral stent revealed that the stent had three pronounced kinks throughout the stent's body, located 10, 13 and 15 cm from the renal end. The unit presents a partially black coloration at the external surface and the internal surface is fully black colored. The unit was dissected and it was noticed that the inside of the stent is black colored. Identification of the dark black stain on the percuflex plus blue polymer surface was not possible. The unit also presents white residue inside the stent. The most probable cause for the stent kinks is anatomical and procedural factors during the procedure. Based on all available information, the root cause for this complaint could be not determined, since there is not enough evidence to determine the factors that induced the black coloration of the unit. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that bilateral percuflex plus ureteral stents were used in a stent placement procedure sometime in (B)(6) 2007. The patient was reported to be a male (B)(6). According to the complainant, during a bilateral stent change procedure on (B)(6) 2007, the surgeon grasped each stent, turned them, and then pulled each down to its meatus. A wire was inserted through each stent and they were subsequently removed. After removal, it was noted that the stents were so deteriorated that label information indicating the manufacturer or size was no longer visible. The stent removed from the left ureter was noted to be permanently kinked in at least three places at the hole locations on the stent. Both stents were covered with a black material that could not be removed by wiping it with gauze. The surgeon replaced the stents with 6 x 24 percuflex stents. The patient tolerated the procedure well, left the operating room in satisfactory condition and was discharged home. No further information is reportedly available.

Event description:
It was reported to boston scientific corporation that bilateral percuflex plus ureteral stents were used in a stent placement procedure sometime in (B)(6) 2007. The patient was reported to be a male (B)(6). According to the complainant, during a bilateral stent change procedure on (B)(6) 2007, the surgeon grasped each stent, turned them, and then pulled each down to its meatus. A wire was inserted through each stent and they were subsequently removed. After removal, it was noted that the stents were so deteriorated that label information indicating the manufacturer or size was no longer visible. The stent removed from the left ureter was noted to be permanently kinked in at least three places at the hole locations on the stent. Both stents were covered with a black material that could not be removed by wiping it with gauze. The surgeon replaced the stents with 6 x 24 percuflex stents. The patient tolerated the procedure well, left the operating room in satisfactory condition and was discharged home. No further information is reportedly available.

Manufacturer narrative:
(B)(4): occlusion within device. (B)(4).